Event description:
Consumer reported receiving burns from the heating pad on her back. Burn resulted in swelling and blisters. Consumer was laying on top of the pad while using which in contrary to the directions for use in product labeling.